Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir had air bubbles. The insulin pump was not rewound with the reservoir in place. The blood glucose at the time of the incident was 280 mg/dl. Troubleshooting was not complete. Customer mentioned having high blood glucose. The product will not be returned for analysis.